Event description:
It was reported by a hospital in the USA that, the 840 ventilator generated a "rolling thunder" error code. Although requested, there is no information as to when this error occurred. There was no patient involvement reported.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), and upgraded the software to the current revision to resolve the issue. The unit passed all tests and calibrations per the service manual. (B)(4).